Event description:
The customer reported on (B)(6) 2013 her blood glucose reached 369 mg/dl less than 24 hours after the pod was activated. She gave multiple correctional boluses (exact dosage was not provided) but was not able to lower her bg levels. The skin was wet with a little bit of blood. The pod was removed and she noticed the needle did not deploy the cannula properly into the infusion site.

Manufacturer narrative:
The product was not returned for eval. We are unable to confirm the reported failure of the needle mechanism to fire and deploy the cannula or to determine its root cause. Qualification records were reviewed and the product lot met all acceptance criteria.